Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("lower lumbar pain episodes") in a (B)(6) year-old female patient who had essure (batch no. B15010) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included meniscus removal, varicose veins, appendectomy and multigravida. She denied gynecological or non-gynecological concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), arthralgia ("bilateral hip pain episodes"), migraine ("migraine"), sensation of foreign body ("lump in her throat with feeling of irritation") and throat irritation ("lump in her throat with feeling of irritation"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy was done and essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, arthralgia, migraine, sensation of foreign body and throat irritation outcome was unknown. The reporter considered arthralgia, back pain, migraine, sensation of foreign body and throat irritation to be related to essure. The reporter commented: the patient's historical condition included wisdom teeth (no further information given), and it was also reported that the removal of essure was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30-jan-2018 for the following meddra preferred term: back pain: the analysis in the global safety database revealed 478 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jan-2018: update of quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pain episodes occurred about 3 months prior this report/ became invalidating") in a (B)(6)-year-old female patient who had essure (batch no. B15010) inserted. In 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 3027 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure placement date, removal date and lot number were added. The event term was updated to pain episodes occurred about 3 months prior this report/ became invalidating company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("lower lumbar pain episodes") in a (B)(6) year-old female patient who had essure (batch no. B15010) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included meniscus removal, varicose veins, appendectomy and delivery. She denied gynecological or non-gynecological concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), arthralgia ("bilateral hip pain episodes"), migraine ("migraine"), sensation of foreign body ("lump in her throat with feeling of irritation") and throat irritation ("lump in her throat with feeling of irritation"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy was done and essure was removed on (B)(6) 2017). At the time of the report, the back pain, arthralgia, migraine, sensation of foreign body and throat irritation outcome was unknown. The reporter considered arthralgia, back pain, migraine, sensation of foreign body and throat irritation to be related to essure. The reporter commented: the patient's historical condition included wisdom teeth (no further information given), and it was also reported that the removal of essure was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: back pain: the analysis in the global safety database revealed 283 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 13-jul-2017: questionnaire essure device removal was received - new reporter was added, patient's information was updated, start date of essure was provided, the event "pain episodes occurred about 3 months prior this report and became invalidating and requiring removal" was changed to "lower lumbar pain episode" and "bilateral hip pain episodes", and also the events "migraine", and "lump in her throat with feeling of irritation" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("lower lumbar pain episodes") in a (B)(6) year-old female patient who had essure (batch no. B15010) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included meniscus removal, varicose veins, appendectomy and multigravida. She denied gynecological or non-gynecological concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), arthralgia ("bilateral hip pain episodes"), migraine ("migraine"), sensation of foreign body ("lump in her throat with feeling of irritation") and throat irritation ("lump in her throat with feeling of irritation"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy was done and essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, arthralgia, migraine, sensation of foreign body and throat irritation outcome was unknown. The reporter considered arthralgia, back pain, migraine, sensation of foreign body and throat irritation to be related to essure. The reporter commented: the patient's historical condition included wisdom teeth (no further information given), and it was also reported that the removal of essure was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-aug-2017 for the following meddra preferred term: back pain: the analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 1-aug-2017: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pain episodes while she was under essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26_jun_2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 3021 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.